Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found a -30% in the final power received during the initial tests, however, the console passed the self-test, which suggested that the issue was related to the internal optics due to misalignment. The fse adjusted the optics for bricks 1 and 3 and the issue was resolved. After the system was aligned, the console worked as intended. Based on the available information, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a lithotripsy procedure, the surgeon has the perception that the equipment was outputting low power, so the fiber had to be closer the tissue. It was noted that the console did not prompt or present any error code/message. The procedure was completed with the original console, and another fiber, without patient complications. The console was checked, and it was confirmed that the console had low power levels, and it was found that the debris shield was affected.

Event description:
It was reported that during a lithotripsy procedure, the surgeon has the perception that the equipment was outputting low power, so the fiber had to be closer the tissue. It was noted that the console did not prompt or present any error code/message. The procedure was completed with the original console, and another fiber, without patient complications. The console was checked, and it was confirmed that the console had low power levels, and it was found that the debris shield was affected.